Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety cover fell off. This report captures the unknonwn date of event the following information was provided by the initial reporter: we got the product complaint from our customer concerning the eclipse safety needle, ref. (B)(4), lot. 2239880. The customer has had a dangerous, close call situation with two different needles, when the safety cover of the needle has come off when it has been put on the needle after blood sampling. There has been two needles now, from which the safety cover has come off. The needles came from the same box and are the same lot. The safety cover came off in the same way both times. "The first time I thought that the joint of the cover had broken and the second time it apparently just came off. After taking the sample, both times I put the safety cover in place, and when I turned the cover, it came off and flew to the floor. On the first time when the cover came off also the blood from the used needle flew on me. The needle got stuck, the first time it was really close that I didn't stick myself because the cover came off quickly and I didn't know how to prepare for it. "

Manufacturer narrative:
Material #: 368650. Lot/batch #: 2239880. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown.the date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder safety cover fell off. This report captures the unknonwn date of event the following information was provided by the initial reporter: we got the product complaint from our customer concerning the eclipse safety needle, ref. (B)(4), lot. 2239880. The customer has had a dangerous, close call situation with two different needles, when the safety cover of the needle has come off when it has been put on the needle after blood sampling. There has been two needles now, from which the safety cover has come off. The needles came from the same box and are the same lot. The safety cover came off in the same way both times. "The first time I thought that the joint of the cover had broken and the second time it apparently just came off. After taking the sample, both times I put the safety cover in place, and when I turned the cover, it came off and flew to the floor. On the first time when the cover came off also the blood from the used needle flew on me. The needle got stuck, the first time it was really close that I didn't stick myself because the cover came off quickly and I didn't know how to prepare for it. "